Event description:
The patient was implanted with a herniamesh t-sling ts-10 lot 0464 on (B)(6) 2007 many years later the patient has suffered vaginal pain, difficulty and pain during sex, incontinence, erosion of mesh, mesh removal, pelvic pain, blending, and urinary tract infections. No further information has been provided.